Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 223 mg/dl at the time of the incident. The customer stated they were able to clear the alarm and also they were able to rewind insulin pump. Customer was performed self test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.